Event description:
It was reported that the patient underwent gynecological surgery on (B)(6) 2006 and mesh was placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence, cystocele, rectocele and prolapse. It was reported that the patient underwent a mesh removal on (B)(6) 2006.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent mesh revision on (B)(6) 2007 due to pelvic pain and graft complications.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05053. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: it was reported that the patient concurrently underwent a & p vaginal repairs, extra peritoneal colpopexy, and cystoscopy.

Event description:
It was reported that the patient concurrently underwent a & p vaginal repairs, extra peritoneal colpopexy, and cystoscopy.